Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # in section was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event alleged. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Section b3 of the initial report indicated the event date as (B)(6) 2020. The correct event date is (B)(6) 2020. Section b3 has been corrected.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the contour next one meter with serial #(B)(6) as 06-feb-2019. The correct device manufacture date is 20-feb-2019. Section h4 has been updated.